Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy. It was reported by the affiliate that the tsb45 staples malformed. A new cartridge was reloaded and fired without incident to complete the case. There was no consequence to the pt.